Manufacturer narrative:
There was no button error alarm noted on the insulin pump. The device had no button response due to corroded keypad traces. The device was received with the keypad overlay peeling off, minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the keypad cover fell out and they received a button error alarm. Customer's blood glucose reading was 120 mg/dl. Troubleshooting for keypad anomaly was performed. Troubleshooting for the cosmetic damage on the device was performed. Customer advised that the keypad cover fell off and they are not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.